Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Logic board- software incompatible. Case description: customer recognizes the error 200.5040 from 8100. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer receives the error message 200.5040 on 8100 device (s/n (B)(4)), at power on. Explained problematic fault to device of incompatible software with customer. Customer did not have in possession the point of care software cd package. Informed customer that we will be sending the replacement software to them. Forwarded their contact information to our contracts department to assist with sending replacement cd package. They will contact us back, if any further issues are un-resolved. End call.